Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 on the auxiliary were jammed and hard to close. The field service engineer adjusted the c channels for the rails on both parts front and rear, then restared the station to resove this issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer 3.1 was sticky. The customer stated that this malfunction occurred while user trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.